Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-may-2023. H6: investigation summary it was reported there was foreign matter inside the cap of the filter needle. To aid in the investigation, one sample in a sealed packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. First with the unaided eye and then with 10x magnification. No foreign matter of any kind, no defects and no imperfections were observed. The photo provided has poor resolution and shows what appears to be a surface with a black speck. The black speck is highlighted by a circle on the photo. From the photo, it is unclear what the foreign matter is, its size and location. No other information could be obtained from the photo. A device history record review was completed for provided material number 305200, lot 0310396. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10

Event description:
It was reported while using bd nokor¿ filter and admix needles foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: on 17apr2023, an initial investigational retains exam and component examination was performed in building 85 (warehouse room 106) on item 8148200403. Foreign particulate was located on the filter needle, inside the cap of the needle. (Filter needle lot: 9266074; filter needle catalog number: 8324841) of one carton. There was a total of 120 retain samples inspected with one kit affected by this defect. Affected items were segregated from the rest of lot and marked for observation. This observation is not related to a product complaint reported. As this is drug product component, this was not used in a manufacturing process. The raw material was shipped from bd to sharp.

Event description:
It was reported while using bd nokor¿ filter and admix needles foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: on 17apr2023, an initial investigational retains exam and component examination was performed in building 85 (warehouse room 106) on item 8148200403. Foreign particulate was located on the filter needle, inside the cap of the needle. (Filter needle lot: 9266074; filter needle catalog number: 8324841) of one carton. There was a total of 120 retain samples inspected with one kit affected by this defect. Affected items were segregated from the rest of lot and marked for observation. This observation is not related to a product complaint reported. As this is drug product component, this was not used in a manufacturing process. The raw material was shipped from bd to sharp.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.